Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 07-feb-2025. Investigation summary: bd received one sample for investigation. The returned sample underwent a visual inspection and failed the functional test due to blood in the holder and improper sleeve recovery over the non-patient cannula. Additionally, 30 retained samples underwent functional tests using 10 tubes per needle to assess device functionality. All retained samples passed the tests, showing no side pierced sleeves, poor sleeve recovery, or leakage during the draw. Another functional test on the 30 retained samples confirmed proper activation with no defects or leakage observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve leakage. Corrective and preventive action has been opened to address the issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report of 3 of 3. It was reported that while using one bd vacutainer® ultratouch¿ push button blood collection set, the grey rubber did not move back to cover the needle causing leakage when exchanging the tubes. Per customer, there was exposure, but no testing or medical attention needed. No other information report.

Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report of 3 of 3. It was reported that while using one bd vacutainer® ultratouch¿ push button blood collection set, the grey rubber did not move back to cover the needle causing leakage when exchanging the tubes. Per customer, there was exposure, but no testing or medical attention needed. No other information reported.